Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl. The customer blood glucose level was 423 mg/dl at the time of incident and the current blood glucose of the patient is 459 mg/dl. Customer was treated with syringe. The customer did not provide details regarding treatment of their high blood glucose. The customer state that there was no leak and air bubble in the reservoir. Customer reports insulin exited at the quick release. Customer report customer does not allege pump was under delivering. The customer state that auto mode feature was active. The customer did passed displacement test. Insulin pump will not be returned for analysis.